Event description:
Additional information has been received which indicated that since the last settings made by company representative, there have been no new problems and, therefore, there are no additional actions expected for this event.

Manufacturer narrative:
Additional information has been provided in b.5., d.10., e.1., h.3., h.6. Nd h.10. The company service representative examined the system and could not replicate the reported issue. The system was then tested and met all product specifications. Additional information was received that the company service representative note communication with the customers on how to set the intraocular pressure (iop) parameters to prevent the issue from recurring. Based on assessment, the product met specifications at the time of release. The system was found to have no problem therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported intraocular pressure (iop) issues with the system during a vitrectomy procedure. There was no iop compensation for several seconds. The patient experienced hypotonia which resulted in choroidal folds. The folds disappear when the iop returns to a normal value.